Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was found by her husband clammy, sweaty, ¿completely out¿, and ¿almost in a diabetic coma¿. The patient reported feeling ¿low¿ at this time, but no specific cgm/bg values were reported at this time. The patient self-treated with a glucose tablet and by drinking milk. Emergency medical service (ems) arrived. The patient¿s bg meter reading was 107 mg/dl and the cgm was reading 320 mg/dl. Ems treated the patient with an unspecified IV and monitored the patient¿s heart and blood pressure. The patient recovered at home and was not taken to the hospital. The patient was feeling okay at the time of the report. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.